Manufacturer narrative:
Date of event was approximated to (B)(6) 2022 as the event date is unknown. The complainant was unable to report the upn and lot number; therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. During preparation, the clip did not fully deploy. The device was removed and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. During the procedure, the handle was squeezed down to deploy; however, the clip did not come off. The device was removed and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6)2022 as the event date is unknown. Block h2: additional information: block d7a (sud reprocessed and reused?), block h8 (usage of device) and block h10 (additional MFR narrative). Block h6: medical device code a15 captures the reportable event of clip did not come off. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction: block b5 (describe event or problem) and block e1 (initial reporter fax)